Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor cartridge.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.